Event description:
The customer reports that the device lost power during a procedure. It was determined that the entire procedure room lost power and not just the hemotherm device. The customer was able to reset the power fail alarm to correct.

Manufacturer narrative:
Complaint #(B)(4) received. There were no allegations of patient harm.